Event description:
The biomedical engineer (bme) reported that the waveforms and numerics do not match up in value on n.tel.029 and n.tel.033 on the central nurse's station (cns). The issue happened possibly on (B)(6). The biomed collected logs and reported them to me on (B)(6). When asked to troubleshoot with me to check on the status of these devices, his director told him that they could no longer spend time on these issues and declined to speak with an nihon kohden clinical application specialist. There were also issues with heart rates not being accurate to the ECG waves, including n.tel.033 and n.tel.029 (in those documentation included a strip to illustrate the issue, as it reads 135bpm while the wave clearly indicates ~90bpm). There was no patient harm reported. Tele-29 incident occurred on (B)(6) 2021 a strip for the tele-29 incident provided. Zm-520pa sn (B)(4) tele-33 incident occurred on (B)(6) 2021. The did not have investigation data for tele-33 zm-520pa sn (B)(4)

Manufacturer narrative:
The biomedical engineer (bme) reported that the waveforms and numerics do not match up in value on n.tel.029 and n.tel.033 on the central nurse's station (cns). The issue happened possibly on (B)(6). The biomed collected logs and reported them to me on (B)(6). When asked to troubleshoot with me to check on the status of these devices, his director told him that they could no longer spend time on these issues and declined to speak with an nihon kohden clinical application specialist. There were also issues with heart rates not being accurate to the ECG waves, including n.tel.033 and n.tel.029 (in those documentation included a strip to illustrate the issue, as it reads 135bpm while the wave clearly indicates ~90bpm). There was no patient harm reported. Tele-29 incident occurred on (B)(6) 2021 a strip for the tele-29 incident provided. Zm-520pa sn (B)(4) tele-33 incident occurred on (B)(6) 2021. The did not have investigation data for tele-33 zm-520pa sn (B)(4) nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. Additional device information: concomitant medical device: the following device(s) were being used in conjunction with the cns. Telemetry transmitter model: zm-520pa sn: (B)(4). Model: zm-520pa sn: (B)(4).

Event description:
The biomedical engineer (bme) reported that the waveforms and numerics were not matching up in value on two telemetry transmitters at the central nurse's station (cns). There was no patient harm reported.

Manufacturer narrative:
Details of complaint: the biomedical engineer (bme) reported that the waveforms and numerics were not matching up in value on two telemetry transmitters at the central nurse's station (cns). No patient harm was reported. Investigation summary: as the reported device was not returned for evaluation, the reported issue could not be duplicated nor confirmed. As such, a root cause cannot be determined. The customer refused further troubleshooting attempts to resolve the issue. A serial number review of the reported device does not reveal additional related complaints. A complaint history review of the customer's account does not reveal trends for similar complaints. Possible root causes may be related to signal interference since the affected devices are wmts transmitters. The following fields contains no information (ni), as attempts to obtain information were made, but not provided. A2 - a6 b6 - b7 attempt #1 (B)(6) 2021 emailed customer via microsoft outlook for all items under the no information section. The customer responded back with device information but did not provide patient information. Additional device information: d10: concomitant medical device: the following device(s) were being used in conjunction with the cns. Telemetry transmitter model: zm-520pa sns: (B)(4) & 03570 additional information: b4 date of this report g3 date received by manufacturer g6 type of report h2 if follow-up, what type? H6 event problem and evaluation codes h10 additional manufacturer narrative.